Manufacturer narrative:
Initial reporter name and address: (B)(6).

Event description:
The customer reported that the ventilator had an intermittent shutdown. The customer reported that the unit was not in use on patient. The customer contacted product support and requested for service repair. The authorized service personnel (asp) evaluated the device. This device is connected to ac power, the ac power indicator does not light up, it does not turn on, and it cannot work normally. After reconnecting the power cord, the machine is turned on, but the fault remains. The rp-pcba, pwr mgmt, v60/v680 was replaced to correct the failure.